Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products; associated mdrs 1225714-2014-00609, 1225714-2014-00610, 1225714-2014-00611, 1225714-2014-00612, 2937457-2014-00306 and 2937457-2014-00307.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011, then experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product.